Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir compartment was broken; the reservoir was loose in the compartment. The patient's blood glucose at the time of incident was 103 mg/dl troubleshooting was initiated for the physical damage. The customer did not recall any significant events leading to the reservoir compartment damage. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip and the test reservoir does not stay locked into place due to reservoir tube lip damage. Unable to perform basic occlusion and occlusion test due to reservoir tube lip damage. However, the insulin pump passed displacement test, rewind test, prime test, excessive no delivery test, self-test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. The insulin pump had cracked battery tube thread cracked case near the display window corners, cracked on the display window, minor scratches on the display window and missing the reservoir tube lip o-ring.